Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00578. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying, atrophic vaginitis, pelvic organ prolapse and cystocele. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy; due to sui and pop. It was reported that following insertion the patient experienced internal lacerations, extreme pelvic pain, mesh erosion, constant pain during intercourse, vaginal bleeding and discharge, recurrent prolapse, along with urinary frequency and urgency. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that due to mesh erosion that led to internal bleeding and pain requiring surgery a mesh revision was done on (B)(6) 2009.